Event description:
Pt to cardiac cath lab for "ptcra" of rca. After stent deployment, balloon advanced through struts of stent to side branch to dilate. Balloon and part of catheter broke off and remained in the rca.